Event description:
During onsite service by a field service technician, a flogard infusion pump was found to be missing the pole clamp. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced onsite by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the missing pole clamp is unknown. To correct the condition, the pole clamp assembly was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.